Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced pain at the ipg site due to it being located at the patient's beltline. On (B)(6) 2016 surgery was undertaken and the ipg was repositioned. Following the repositioning, the pain at the ipg site resolved.